Event description:
Stryker pi drill set 017 became warm during use, staff from our core was notified and he removed the drill from our room and a new one was supplied. Replaced with drill 001 which was also hot and removed from room with core tech removing from room. Charge nurse bench registered nurse (rn) notified for report.